Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Event description:
This report is for a use error where solution bags were disconnected in the middle of the therapy, and the disposable cassette was reused. The customer contacted baxter's technical service center to report a system error (se) 2200 which occurred on home choice (hc) on during use. The home patient (hp) was connected to the hc. The caregiver (cg) called the peritoneal dialysis registered nurse (pd rn), who told the cg to disconnect the heater bag and add a new bag to the heater line. The baxter technical representative (tsr) explained the set up of the hc and had the hp cycle power and assisted in ending therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed based on home patient (hp) stating that the peritoneal dialysis renal nurse (pdrn) told him to disconnect the heater bag and add a new bag to the heater line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.